Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Revision surgery - patients knee was unstable, had a very worn out medial side of the insert.

Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number 1644408-2021-01522; 392-13-004, s814 - stability, poor joint, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Manufacturer narrative:
This supplemental report has been created to update the previous report number and see d4 expiration date and h4. Complaint has been evaluated and is similar to previous report number 1644408-2018-00436; 391-09-612, s805 - wear/excessive wear, s814 - stability, poor joint, revision surgery. Note: the previous d-ticket was not provided and a search of djo records produced no results, therefore, the items could not be verified. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.